Manufacturer narrative:
Skytron received MDR # (B) (4) from memorial hospital on 07/27/09. Incident occurred on (B) (6) 2009. Memorial returned the pendant control under skytron's pendant control exchange program on (B) (6) 2009. The pendant has undergone extreme abuse at the facility resulting in cracking of the housing and modification. When the pendant was dropped, the impact caused the tilt left button to crack resulting in the button sticking. The stuck button caused the table to continue to tilt left.

Event description:
In response to (B) (6) hospital MDR # (B) (4).